Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Functional testing was performed. The downstream occlusion (dso) sensor was out of calibration. The allegation made by the complainant was confirmed. The dso sensor was recalibrated. The device passed all functional testing after repair.

Event description:
It was reported that the pump was continuously alarming stream occlusion. There was no patient involvement and no harm/adverse event reported.